Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after implantation, the certas valve was blocked and the patient suffered hydrocephalus. The valve was implanted to the patient via vp-shunt. Date of implant and initial setting were unknown. It was reported that after implant, it had no effect at all. The symptoms progressed and the ventricular enlargement become advanced even if the pressure setting was changed from 5 to 4 to 3 to 2 to 1. The revision surgery was performed and the valve was replaced. The sale rep received the valve through a plastic bag and the status was checked. The abdominal catheter was pulled out 2 cm, and 18-gauge syringe was inserted into the cut surface of the catheter. The inner sheath was pulled out and checked if it dripped naturally, and confirmed it could be. After removing the abdominal catheter, it was flushed and confirmed that there was no foreign material. The cerebrospinal fluid came out when the ventricular catheter was cut. The patient is an (B)(6)-year-old male. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; the needle guard was slightly raised. The valve was tested for programming. The valve passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes on the needle chamber. The catheters were irrigated, no occlusions noted. The valve was reflux teste; no issues identified. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. The root cause for the raised needle guard base, was likely due to user handling. As noted in the IFU: (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.). Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.